Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that progression of coronary artery disease occurred. In (B)(6) 2013, clinical status assessment identified the patient's status qualifying condition was stable angina. Subsequently, the index procedure was performed. The target lesion was located in the 1st obtuse marginal (om) artery with 80% stenosis, a length of 15 mm, and a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent. Following post-dilatation the residual stenosis was 9%. On the same day, the patient was discharged on dual antiplatelet medications. In (B)(6) 2016, the patient hospitalized due to ¿progression of coronary artery disease¿. The patient was referred for cardiac catheterization and revealed an 85% stenosis in the proximal portion of 1st om. The 85% stenosis at 1st om was treated by balloon angioplasty, using a 2.5 x 15 mm balloon catheter. The balloon failed to transverse despite repeated efforts through the disease segment and spasm was noted distally, which was treated successfully with intracoronary nitroglycerin. Without balloon expansion, there was successful angioplasty result achieved with 20% residual stenosis. On the same day, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the site has confirmed that the 2.50x20mm study stent deployed in the first obtuse marginal is patent and the stenosis was distal to the study stent.